Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error when it was turned on. It was also requested that the back cable door be repaired. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported errors; broken stand-off found between mpu (main processor unit) and lem (link electronic module) printed circuit board assemblies. Analysis also confirmed the reported back cable door issue; the power cord bay was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.